Event description:
The customer reported that while on battery power, the device powered off by itself without sounding an audible alarm. The pump was programmed on ac power to deliver normal saline and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the patient unplugged the device from the ac outlet and ambulated to the restroom. It was later noted that the pump was powered off. No audible alarm sounded. The nurse powered the pump back on and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.